Manufacturer narrative:
(B)(4). Improperly disconnecting/reconnecting from the set is a known cause of this alarm. Proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide? Which is shipped with every homechoice device. The guide has instructions on the steps to properly disconnect from cycler during an emergency and explains how to reconnect to therapy after properly disconnecting. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the drain. The home patient (hp) had disconnected earlier and received the alarm. The hp was reported to have reconnected. The technical service representative (tsr) the hp to clear the alarm and the hp was going to complete the therapy with manual bags. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.